Manufacturer narrative:
User reported issue was confirmed. Leakage was observed above the filter at the connection with male luer lock adapter. A supplier corrective action request (scar-z1410) had been issued to address this issue. The complaint was determined as not MDR reportable at the initial determination by following company procedures. This MDR is retrospectively filed as a corrective action to address one of the FDA inspection observations made on 08/11/2016.

Event description:
The user reported that " while infusion remicade in 250ml of nacl using the z800f infusion pump and zyno administration set with filter lot #1305016, we noticed a leak coming from around the 0.22 micron filter. We changed the tubing with no further leaks noted." No patient injury or harm was involved in this case.